Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe (ln 8c94). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely elevated hstroponin results on the architect i2000sr analyzer. The following data was provided: sid (B)(4) (male) initial 37.2, repeat 9.7, sid (B)(4) initial 11.6, repeat <2, sid (B)(4) (female) initial 16.0, repeat <2, sid (B)(4) (likely a female) initial 30.7, repeats 24.9, 18.5, sid (B)(4) initial 11.6, repeat <2, sid (B)(4) (male) initial 41.0, repeat 8. There was no impact to patient management.